Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting and t-wave oversensing and subsequently delivered three inappropriate shocks during an episode of ventricular tachycardia (vt). The shocks converted the vt, but it was under the programmed zone for therapy delivery. Technical services (ts) was contacted, and ts noted wide complex double detection and confirmed the t-wave oversensing. The s-ICD system remains in service. No adverse patient effects were reported.